Event description:
It was reported that the patient experienced phrenic nerve stimulation. A chest x-ray revealed that the lead had dislodged. The lead was successfully repositioned on (B)(6) 2014. On (B)(6) 2014, the patient experienced phrenic nerve stimulation when crouching and bending over. The lead exhibited intermittent loss of capture. A chest x-ray revealed that the lead was in a perfect position. Due to the patients age, a revision would not be performed. The patient would continue to be monitored.

Event description:
Additional information provided that during a routine follow up on (B)(6) 2014 a chest x-ray revealed that the lead had dislodged. The lead was successfully explanted and replaced on (B)(6) 2014.